Event description:
It was reported that the pt was re-implanted with another vibrant soundbridge on (B)(6) 2012. According to device explantation report, the pt complained about decrease in amplification. An explorative tympanoscopy surgery was planned, which took place on (B)(6), 2012. During this surgery, the conductor link was accidentally transected. The surgery was completed without exploration of the middle ear, but the pt was re-implanted with another vibrant soundbridge.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.